Manufacturer narrative:
Citation: palmerini et al. Predictors of long-term structural valve deterioration and failure after transcatheter aortic valve implantation. Eurointervention. 2026 jan 19;22(2):e90-e100. Doi: 10.4244/eij-d-25-00575. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding predictors of long-term structural valve deterioration and failure after transcatheter aortic valve implantation (tavi). The study population included 1,291 patients who were predominantly female with a mean age of 82.4 years old. All patients were implanted a medtronic bioprosthetic valve which included either a corevalve (n=1283) or an evolut r (n=8) bioprosthetic valve. Ten patients with structural valve dysfunction (svd) - defined as stenosis, central aortic regurgitation, or both - died due to a va lve-related mortality. No further details were provided about these deaths. The authors noted that survival analysis showed svd was associated with significantly higher rates of all-cause mortality and cardiovascular mortality compared to patients with no svd. For any remaining deaths that occurred in the study population, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, other clinical observations included: svd defined as stenosis, central aortic regurgitation or both; bioprosthetic valve failure; hemodynamic valve deterioration defined as mean transvalvular gradients >20 mmhg; endocarditis; conversion to cardiac surgery; and valve-related interventions. No further information was provided pertaining to medtronic products.